Event description:
Three stryker disposable suction/irrigators failed during a case. There was bleeding and the suction did not work. Our entire inventory was the same lot number. Reference number is 250-070-500 and lot number is 11164fg2. The manufacturer sales representative and the distributor were notified. A shipment will be here tonight with a different lot number. There were no complications documented by the surgeon.